Event description:
A (B)(6) in respiratory failure. Intubated in a (B)(6) hospital. Needed transport to higher level care. Ambulance team from (B)(6) ems came with drager oxylog 300 ventilator. Ventilator failed twice on infant, once in the ambulance before leaving the hospital. Ventilator had difficulty ventilating baby and keeping saturations up. After about 15-20 min ventilator started a "fluttering" air flow pattern while still on the controlled ventilation mode. Saturations dropped into the 50's. Baby was bag-ett ventilated and returned to emergency room trauma bay, and placed on ohmeda ventilator pressure support with peep. After stabilized, drager oxylog 3000 was again placed on baby on vent. With similar settings, cv instead of ps. Good chest rise with equal breath sounds. Again sat's decreased within a few minutes to 97%. Then at about 15 min, ventilator went into a "fluttery" rapid shallow insp/exp flow pattern while on same settings. The paramedics said they had never seen that happen with their ventilator. Device was brought over by (B)(6) ems services ambulance and their crew. I called today to try to get make, model info, but was told by supervisor, (B)(6), that they would not release that information, that I would have to contact their legal and/or biomed departments to try to get that information. (B)(6).